Event description:
It was reported that during a hemorrhoid procedure, there was an incomplete staple line, resulting in manual suturing. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.